Event description:
Information was received indicating that while in use, a smiths medical cadd administration set was difficult to prime, the priming volume was increasing and was underdelivering doses. No patient consequences were reported. No adverse effects were reported.